Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the summary screen. No bolus anomaly or basal anomaly noted during testing. Device had a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump does not deliver insulin. Customer's blood glucose was unknown at the time of incident. Customer does not have another vial of insulin to put in the pump to troubleshoot. Customer indicated that they will call back when they have insulin to continue to troubleshoot. No further details given.